Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-02428. It was reported that both of the patient's leads migrated after a fall. Surgical intervention was undertaken on (B)(6) 2023 wherein one of the patient's leads were replaced and the other was repositioned. Effective therapy was established postoperatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.